Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code 10037. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and found no physical damages were found on the pump. Event history log review was performed and found evidence of reported problem. Visual inspection and testing performed for any signs of function and pressure failure. The customer's reported problem was not verified. Error code alarm "10037" did not display when performing a functional and infusion tests. Error code "10037" did displayed on the lcd screen at power up. The pump's motor was slightly out of specification during the current test. Based on the event log and investigation results, the pump's motor was replaced as a preventive measure. The root cause of the issue is unknown.